Event description:
Patient admitted (B)(6) 2022 with noted vad alarms of pump off on (B)(6) and no external power (B)(6). Patient sleeps on batteries. Driveline fracture found. Underwent external driveline repair by abbott engineers on (B)(6) and was discharged on non-grounded cable.